Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement cannot be confirmed. It is possible that the patient factors (severe native annular calcification, severe native leaflet calcification, severe septal hypertrophy, and severe mac) contributed to malposition. The severe leaflet calcification along with the procedure itself could have contributed to the thrombus found in the pda. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of a sapien xt valve, the posterior descending artery (pda) had mural thrombis noted distally. A balloon was used to angioplasty the thrombus, returning flow to the pda. The patient had severely calcified annular leaflets and annulus with calcium extending slightly into the left ventricle outflow track (lvot). The annulus measured 588mm by tee 3d echo. A 29mm xt was prepped minus 1cc for a volume of 29cc on the ascendra+ delivery system. There was good coplanar view and good coaxial orientation. There was no loss of pacer during deployment. The valve started 60/40 aortic/ventricular (a/v) and the final deployment position was 80/20 a/v. Five (5) minutes after deployment the patient's pressure dropped quickly and increased blood drained from the ta incision. The surgeon did not shoot angio to confirm annular rupture, but quickly opened the chest to explore the bleeding. After the chest was opened and gross visualization was performed, there appeared to be no annular rupture or hematoma. An angio was completed confirming no rupture. Tee confirmed no rupture. Angio was completed again to view coronary arteries and pda had mural thrombus noted distally. A balloon was used to angioplasty the thrombus returning flow. Patient left room in good condition. Patient only had a non-contrast CT. No CT derived area is available. The patient had severe native annular calcification, severe native leaflet calcification, severe septal hypertrophy, and severe mac. There was no rupture or hematoma.